Event description:
It was reported that patient underwent procedure utilizing juggerknot fixation devices on (B)(6), 2012. During the procedure, three juggerknot devices fractured and pieces of the devices had to be removed from the surgical site. A new hole was drilled to complete the procedure.

Manufacturer narrative:
Evaluation of returned devices notes damage consistent with difficulty inserting the anchor. The returned devices met design specification. This follow-up report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01531-1 / 01532-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01532).